Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left femoral vein using an indigo system separator d (sepd) and indigo system catd aspiration catheter (catd). During the procedure, the physician completed approximately ten to fifteen passes in the target vessel using the sepd and catd. It was reported that the physician had difficulty crossing certain parts due to the clot being extremely chronic. While advancing the sepd in and out of the catd on the next pass, the physician noticed that the distal bulb wire of the sepd had broken off under fluoroscopy. Subsequently, the physician attempted to aspirate and retrieve the broken distal bulb wire but was unsuccessful as the clot was too chronic. The physician then ballooned the vessel and decided to leave it alone. The procedure ended at this point. There was no report of an adverse effect to the patient.